Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case did not clip securely which caused the pump case to fall causing the infusion set to be pulled out. Blood glucose was 166 mg/dl. The customer went through the load process and resumed insulin.